Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in an 85-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient's clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage d shock, as noted per patient flowchart. Comorbidities were not reported. During support, bleeding was observed at the impella insertion site. Hemostasis efforts included manual pressure and application of a femstop device; however, bleeding persisted. The patient was noted to have disseminated intravascular coagulation (dic), which may have contributed to the severity and persistence of the bleeding. The patient received two units of blood product transfusions as part of clinical management. The patient subsequently expired while on impella cp support. The death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient's underlying acute myocardial infarction, cardiogenic shock scai stage d, disseminated intravascular coagulation, and critical clinical condition.